Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional adverse patient effects referenced are being filed under a separate medwatch report#. The UDI is unknown because the part and lot #s were not provided. Article: second-generation everolimus-eluting and paclitaxel-eluting stents in real-life practice (compare): a randomised trial.

Event description:
It was reported through a research article identifying unknown xience v that may be related to the following: {myocardial infarction, revascularization, thrombosis, and death.} specific patient information is documented as unknown. Details are listed in the article, titled: second-generation everolimus-eluting and paclitaxel-eluting stents in real-life practice (compare): a randomised trial.